Event description:
Allegedly revised during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure.product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly revised during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. No complaint was stated against this component. This report will be updated when the investigation is complete. (B)(4).